Manufacturer narrative:
This incident currently meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this device family for 'premature stent deployment with safety lock in place' regardless of pt outcome. Device eval: lab eval held in (B)(4) on 07/02/2015. The 1 x zib5-125-4 0-40 device lot # c1085582 was returned for eval. Device was returned in the original box (c1085582 on box label). On eval of the returned device, it was observed that the handle was bent and the stent was returned separately. It can be noted that the red safety pin was not returned with the device. It is unk if the stent partially deployed with the red safety tab in place. Using calibrated ruler, the outer sheath measured 124 5cm and was noted to be as per specification (specification 125cm + 13mm/-8mm). The entire delivery system has been examined for damage and deformation was detected between 54-56cm and 77-78cm from the white connector cap. The damaged section of the catheter was compressed in two locations. Using 1ml syringe with water, device was flushed through the flushing ports, no issues noted. The delivery system was advanced over the non-hydrophilic 0.018" wire guide. No resistance observed. The stent was returned intact, with no evidence of damage. The white tip of the device was visually examined and it was noted that the white tip was split. The excessive damage to the tip suggests the tip got caught in the pt's anatomy or a severely stenosed site. However, as per the complaint info, it is 'unk' if the target site was severely calcified. The customer complaint was confirmed as the stent was prematurely deployed. Upon examination of the returned device, there is no evidence to suggest that the device was manufactured incorrectly. The cause of this event cannot be conclusively determined. It is possible that the damage to the handle and the outer sheath compression may have occurred when the physician attempted to remove the device from the pt. It is possible that the stent could have partially deployed due to outer sheath compression and/or due to excessive manipulation of delivery system. However, as the conditions of use could not be replicated in a laboratory setting, a definitive root cause of this premature deployment cannot be determined. As per the instructions for use, ifu0042-6, the user is advised of the following:"precautions - ensure that the red safety lock is not inadvertently removed until final stent release." It is unk if the red safety lock was in place when the stent partially deployed. Documents review: prior to distribution, all zib5-125-4 0-40 devices are subject to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined as per cook ireland procedure. A review of the relevant manufacturing records did not reveal any discrepancies that could have contributed to this issue. Summary: the customer complaint was confirmed as the stent was prematurely deployed. A definitive root cause of premature deployment cannot be determined. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. The stent and delivery system were removed from the pt. The risk will be assessed for this complaint and once completed, the investigation will be updated with the risk details.

Event description:
The stent began to come off of the delivery system and partially deployed before reaching the targeted site. The stent was able to be removed with the delivery system. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Adopting a cautious approach, it is being assumed that this stent was partially deployed in the patient with the safety lock in place. Confirmation has been requested. This incident currently meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this device family for 'premature stent deployment with safety lock in place' regardless of patient outcome. The information received relating to this event is currently being investigated. A follow up MDR report will be submitted with the investigation conclusions.

Event description:
The stent began to come off of the delivery system and partially deploy before reaching the targeted site. The stent was able to be removed with the delivery system. A section of the device did not remain inside the patient's body. The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Additional information received on august 12, 2015 confirmed that "it was a leg angiogram. I don't know what leg was being intervened on". As per the instructions for use that accompanies this device the intended use is as follows: zilver 518 biliary self-expanding stents are intended for palliation of malignant neoplasms in the biliary tree. The use of this device in the leg is considered off-label use. This incident currently meets the reporting criteria of an FDA MDR report based on the reporting precedence established for this device family for 'premature stent deployment with safety lock in place' regardless of patient outcome.